Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:3006705815-2020-02348, related manufacturer reference number:3006705815-2020-02350. It was reported the patient experienced ineffective therapy due to high impedances. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced.

Manufacturer narrative:
Section h6: the device code should have been 1260 (fracture rather than 1291) high impedance. The reported event of high impedance was confirmed. As received the microscopic inspection identified a kink in the lead body where all of the internal wires were broken. This would have caused the reported issue in the field. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.